Event description:
Pt with mandible fracture who was undergoing plate and screw fixation when the drill bit broke off. Attempt was made to palpate it, but surgeons were unable to remove it . No harm to pt, no adverse outcome.